Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl procedure, approximately 10 mm into reaming the femoral tunnel while using the low profile flexible reamer (lot: 10041788), the pieces between 50-35 mm broke-off into the joint space. At the 35 mm mark to the tip of the reamer was left intact, however, was detached from the reamer as a separate piece. Six brackets became loose fragments and were able to be retrieved through a second incision. A 7th fragment was seen on a post-op x-ray in the tibial tunnel in between bone block and bone tunnel. The surgeon stated that the piece was "insignificant and inconsequential". During the same case, while the surgeon was tapping the femoral bone tunnel after the insertion of the btb allograft, the 7 mm flexible screw tap (lot: 41641548) snapped at the junction of the solid stem and the flexible brackets while the tap was being advanced, not retracted. No fragments became loose in the joint space. A vice like device was used to clamp down on the brackets and back out the tap. Follow-up investigation: the incision that was made on the anterior portion of the knee so that the surgeon could harvest the graft, had to be reopened to retrieve a portion of the bracket.